Manufacturer narrative:
(B)(4). This is an extra centrifugal unit, there are two centrifugal units mounted on this system-1 base. The system is not down because of this. The field service representative (fsr) performed pm on the centrifugal unit. He replaced the motor latch assembly. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, found the unit has a broken motor latch (missing) window assembly (little white clip on side of motor). There was no patient involvement.